Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the biopsy channel having leakage and water invading the device during user handling which caused abnormality in electronic components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image" "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the charged coupled device (ccd) of the evis exera iii bronchovideoscope was damaged. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation there was no image along with excessive vertical lines. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (damaged ccd) was confirmed. Fluid invasion from the leak could have damaged the ccd causing the image problem. Additional evaluation findings were as follows: there was a channel leak, the forceps and brush passage were unable to pass, and the bending section had a failed electrical continuity test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.